Event description:
Patient was presented to the interventional lab for repair of a lesion (location unknown). There was no calcification and vessel tortuosity. The stenosis % was unknown. The information states that the product was prepared as per the IFU. The guidewire (gt wire, size unknown/terumo) was inserted across the lesion via the sheath introducer (brand and size unknown) into the patient's body. The product was advanced through the sheath introducer, over the guidewire, to the lesion. The balloon was inflated using the indeflator (everest?medtronic), but the balloon was ruptured at nominal presser. Therefore anothe rballoon catheter (2 cm/brand unknown) used and the procedure was finished successfully. There was no adverse consequence to the patient.